Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, lemo receptacle and power supply were replaced. The system was then found to be operating as intended.

Event description:
The customer reported intermittent communication failed error messages, which causes a system lock-up. There is no report of pt injury.